Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018 patient was implanted with hvad, via lateral thoracotomy. Outflow graft was anastomosed to descending aorta due to multiple sternotomies and friable ascending aorta tissue. Patient was taken to the operating room again on (B)(6) 2018 due to suspicion of pump thrombosis. Computed tomography angiography (cta) showed no outflow kinking or occlusion however suspected either hypercoagulable state or ingestion. Patient found to have old inflow cannula full of clots after pump was exchanged. Same outflow graft and sewing ring from previous implant were used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the pump (B)(4) in relation to the reported event. Log file analysis was not performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed evidence of thrombus within the pump, thus confirming the reported event of "suspicion of pump thrombus". There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.